Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-mar-2026, an arthrex subsidiary employee reported via email that an ar-1923ps peek pushlock suture anchor (2.9 x 15.5 mm) experienced an issue during surgery. A 2.9 mm drill bit was used to prepare the hole for the implant. After insertion, the implant did not achieve fixation and remained loose in the drilled hole. A second implant was opened; however, the surgeon ultimately reinserted the initial implant. The pushlock 2.9 x 15.5 mm reference was used to complete the procedure. No additional anesthesia was required, and the procedure was completed. Additional information was received on 16-mar-2026: during a hand procedure involving an internal splint, the ar-1923ps peek pushlock suture anchor (2.9 x 15.5 mm) failed to secure as intended, and the screw was reported to be loose. The issue caused a slight delay in the procedure. No adverse patient effects were reported.